Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was a malfunction of the controller display. The controller was replaced and the event was deemed resolved. The patient was a participant in the (B)(6) bridge to transplant trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with display malfunction can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board, and/or due to a faulty display liquid-crystal display module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.